Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer's blood glucose level was elevated (375 mg/dl). Contact stated that elevated levels were likely due to supplies (cartridge/infusion set) needing to be changed.